Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message upon power up. No adverse patient sequelae was reported. No patient information was provided and no further information was provided.